Event description:
It was reported that during a stent placement procedure, the release system wheel allegedly felt loose, rotating but without releasing the device. It was further reported that the handle was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the physical sample was not returned for evaluation. One provided image demonstrates the wheel section of the grip. A regular gap is visible related to the nature of the grip design which consists of a left and right grip shell. A grip break could not be identified. The distal end of system including stent, and the shipping lock section is not visible on the image so that a deployment failure could not be verified based on the image. Based on the investigation of the provided information, the investigation leads to inconclusive result. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. Regarding access/accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Furtherly, the instructions for use state: 'predilation of the lesion should be performed using standard techniques'. Holding and handling of the system during deployment was found sufficiently described; in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' H10: d4 (expiration date: 05/2024), g3. H11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the release system wheel allegedly felt loose, rotating but without releasing the device. It was further reported that the handle was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 05/2024) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issues. Investigation summary: the sample was returned for evaluation. The returned sample was found with fully activated deployment mechanism but with loaded stent. A force transmitting post was found broken inside grip which made a successful deployment using the grip impossible. On the grip, a regular gap is visible related to the nature of the grip design which consists of a left and right grip shell. Beside the broken post inside grip a visible grip break could not be identified on the visible surface. During evaluation testing for manual deployment with disassembled grip high release force was encountered. One provided image demonstrates the sample after the event, and matches the condition of the returned sample. The investigation leads to confirmed result for break of a force transmitting post inside grip leading to deployment failure. System compatible 0.035" guidewire with 6f introducer were used for access, the vessel was not tortuous/calcified, and the lesion was pre-dilated. Based on the investigation of the provided information, the investigation leads to confirmed result for break of a force transmitting post inside grip leading to deployment failure using the grip. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instructions for use state: 'if excessive force is felt during stent deployment, do not force the delivery system. Remove the delivery system and replace with a new unit'. Regarding access/accessories the instructions for use state: 'gain femoral access at the appropriate site using a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire'. Furtherly, the instructions for use state: 'predilation of the lesion should be performed using standard techniques'. Holding and handling of the system during deployment was found sufficiently described; in particular the instructions for use state: 'do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment'. H10: b5, d4 (expiration date: 05/2024), g3, h2, h6 (component, method) h11: h6 (result) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during a stent placement procedure in the superficial femoral artery stenosis via the contralateral femoral access, the release system wheel allegedly felt loose, rotating but without releasing the device. It was further reported that the handle was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.